Event description:
A customer noted three (3) erroneously high patient results on %a1c for the hba1c- assay when running on their dxc 600 pro instrument. The customer's reference range for female patients is 4.5-5.9%. The reported results for these patients were 6.4-6.5%. The physician questioned the results and indicated all 3 patients were administered the diabetic medication metformin after results were obtained on (B)(6) 2014. A week later the medication was stopped after the physician questioned the results. The patients were all redrawn and samples were sent to a local reference lab obtaining lower results. Amended results were obtained in the 5.0-5.6% range. No known patient health consequences were noted by the customer, when inquiring to the physician, after medication was administered and then stopped.

Manufacturer narrative:
A field service engineer (fse) was dispatched four separate times between (B)(6) 2014. Numerous hardware components for both sample and reagent handling were replaced and this resolved the issues. The specific cause of the event is unknown. There is no further information available on the patients involved. Customer indicated they have filed risk management documentation with the (B)(6). (B)(4).